Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The sample was received and evaluated. Evaluation of the sample confirmed that the clampex connector was broken. The right push arm was bent. The left connector wing was broken at both the push arm hinge and top wing hinge. The root cause was determined to be mishandling. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This MDR is being submitted as part of baxter renal's retrospective review and remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
This is a case, which was reported to baxter (B)(4) on 24 nov 2008. The complaint was received from edwards lifesciences on behalf of (B)(6) hospital and refers to an incident involving accusol 35 potassium 4mmol 5l(drug) (cz/pol/sk/eng) (bwpe9005c) on batch number 08h29g70. The reporter states that the wings on the accusol connector snapped when attempting to initiate flow and therefore the bag was not penetrated. The occurrence date is unknown, the only information given to us is this incident occured week commencing (B)(6). A sample is available and will be returned to els who will forward to the plant directly. No patient injury or medical intervention was reported.